Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the therapy delivery test failed during the operational check. The event occurred during clinical use, but there was reportedly no patient involvement.